Event description:
The (B)(6) has reported a complaint ((B)(4)) on (B)(6) 2017 that when using match it! Dna software v1.2.3 for hla-a typing, they have observed for 1 sample that the software does not correctly load the suggested assignment table when navigating between samples that contain complex numbers of hla-a allele-string pairs (observed with hla-a*02 homozygous samples). The error occurs when using pairwise off with a win 7 32-bit computer, using 3.27 allele database. When the user navigates from one sample to the next sample, the software does not automatically assign a typing into the assigned view field when the auto assign feature is activated in preferences. If the user attempts to make a manual assignment to the assigned view field, the software will crash. During the course of the investigation with the customer, the user's software was updated from v1.2.3 to v1.2.4. An error still occurs in v1.2.4, however in this version the when the user navigates from one sample to the next sample, the software maintains the previous sample typing in the assigned view in addition to the suggested assignments. If the user attempts to make a manual assignment, the software will freeze however there is no warning that the typing in assigned view is incorrect.

Event description:
The nhsbt has reported a complaint (B)(4). On (B)(6) 2017 that when using match it! Dna software v1.2.3 for hla-a typing, they have observed for 1 sample that the software does not correctly load the suggested assignment table when navigating between samples that contain complex numbers of hla-a allele-string pairs (observed with hla-a*02 homozygous samples). The error occurs when using pairwise off with a win 7 32-bit computer, using 3.27 allele database. When the user navigates from one sample to the next sample, the software does not automatically assign a typing into the assigned view field when the auto assign feature is activated in preferences. If the user attempts to make a manual assignment to the assigned view field, the software will crash. During the course of the investigation with the customer, the user's software was updated from v1.2.3 to v1.2.4. An error still occurs in v1.2.4, however in this version when the user navigates from one sample to the next sample, the software maintains the previous sample typing in the assigned view in addition to the suggested assignments. If the user attempts to make a manual assignment, the software will freeze however there is no warning that the typing in assigned view is incorrect. 1012208 jae: a field action (product correction), fa-wks-18-005 was performed to notify customers of the software issues. The field action is considered complete as of (B)(6) 2018.